Event description:
The following report was received from the affiliate: approximately five days post index procedure the patient complained of chest pain. Cag was conducted and thrombus was observed inside the cypher. Poba was conducted with a 3.5x20mm balloon at 16atm for 30 seconds. Physician's comment: the cause of the thrombotic event was because aspirin was not administered and the patient had high risk factor of heavy diabetes.

Manufacturer narrative:
The procedure was an elective case. The target lesion was the mid rca. The vessel was a de-novo and concentric lesion. Lesion classification of the vessel was type c. The lesion length was 23mm and vessel diameter was 3.5mm. Pre-dilation was conducted with a 3.0x15mm balloon at 16atms for 30 seconds. A 3.5x23mm cypher des was deployed at 16atms for 40 seconds. Post-dilation was conducted with a 3.5x20mm balloon at 16atms for 40 seconds. Ivus was conducted. Timi flow pre and post procedure was iii. The residual percent stenosis was 25% at the proximal portion of the implanted cypher. Act was not measured. The physician forgot to administer aspirin. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.